Event description:
A report was received that a clinical patient was presented to the emergency room with delusional disorder and significant hypomania after reprogramming of stimulation parameter. This was moderate in severity. The patient displayed delusional thoughts and formal thought disorders with perseveration, disorientation, and questionable hallucinations. The symptoms increased after turning off the stimulator and a therapeutic attempt with quetiapine (50 mg). The patient was transferred two days later to psychiatry unit. The patient would not allow a scheduled cranial computerized tomography scan and csf testing to be conducted. Over the course of admission, the patient became increasingly restless and violent toward the medical and nursing staff. This event recovered on (B)(6) 2018 and patient was discharged. Stimulation remained off at time of discharge with plan for subject to return to turn stimulation back on.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a clinical patient was presented to the emergency room with delusional disorder and significant hypomania after reprogramming of stimulation parameter. This was moderate in severity. The patient displayed delusional thoughts and formal thought disorders with perseveration, disorientation, and questionable hallucinations. The symptoms increased after turning off the stimulator and a therapeutic attempt with quetiapine (50 mg). The patient was transferred two days later to psychiatry unit. The patient would not allow a scheduled cranial computerized tomography scan and csf testing to be conducted. Over the course of admission, the patient became increasingly restless and violent toward the medical and nursing staff. This event recovered on (B)(6) 2018 and patient was discharged. Stimulation remained off at time of discharge with plan for subject to return to turn stimulation back on.